Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received a vibratory alert and presented to the hospital. High pacing impedance and an exit block were observed. The lead was capped.